Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-12360. It was reported the patient experienced ineffective stimulation. Intra-op, the physician was unable to capture the patient's pain pattern by repositioning the leads. As a result, the system was explanted.